Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and inspected. The reported issue with the broken purge retainer was confirmed. The root cause of this issue was a broken purge pressure sensor retainer.

Event description:
There was no report of patient harm. No additional information was provided.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The user facility reported that the purge cassette clip was ripped off during the device explant.